Event description:
It was reported that when unpacking prior to a stenting treatment procedure, foreign matter was noted inside the package. The 80% stenosed target lesion was located in the severely tortuous internal carotid to common carotid artery. A 4.5mmx30mmx135cm (4f) sterling balloon catheter was selected to dilate the lesion. A foreign object which might be a hair was found in the holder of the device inside the package. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that when unpacking prior to a stenting treatment procedure, foreign matter was noted inside the package. The 80% stenosed target lesion was located in the severely tortuous internal carotid to common carotid artery. A 4.5mmx30mmx135cm (4f) sterling¿ balloon catheter was selected to dilate the lesion. A foreign object which might be a hair was found in the holder of the device inside the package. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that when unpacking prior to a stenting treatment procedure, foreign matter was noted inside the package. The 80% stenosed target lesion was located in the severely tortuous internal carotid to common carotid artery. A 4.5mmx30mmx135cm (4f) sterling¿ balloon catheter was selected to dilate the lesion. A foreign object which might be a hair was found in the holder of the device inside the package. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the root cause was determined to be manufacturing related. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the sterling catheter was received inside a carrier tube (hoop) within an opened sterling product pouch and shelf box that matched the information on the device. There was a 50mm black piece of fm (foreign matter) (hair) between the carrier tube and carrier tube clip. Because the packaging was opened (as-received), the origin of the fm could not be determined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).